Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged. A chest x-ray was performed, and confirmed the lead dislodgment. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure. After pocket revision physician noted that the ra lead insulation and right ventricular (rv) lead body were damaged. The physician tried to manipulate the existing rv lead but the screw did extend or retract as expect. Subsequently the ra and rv leads were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged. A chest x-ray was performed, and confirmed the lead dislodgment. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure. After pocket revision physician noted that the ra lead insulation and right ventricular (rv) lead body were damaged. The physician tried to manipulate the existing rv lead but the screw did extend or retract as expect. Subsequently the ra and rv leads were explanted and successfully replaced. No additional adverse patient effects were reported.